Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was rattling noise emitting from the insulin pump. Customer's blood glucose was 94 mg/dl. The customer also reported an unexpected restart alarm occurring on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no a21 alarm noted and no rattling sound anomaly on pump noted. The insulin pump passed a21 error test. The insulin pump has scratched case, minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and stained end cap sticker.